Manufacturer narrative:
The retained samples of the involved lot have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All samples were found to perform within limits. The adhesive performance was also tested for 4 hours on a test person. No faults could be detected. Based on the information available no conclusion can be drawn. It is conceivable that the skin condition of the patient might have contributed to the event. However, there is no evidence to support such a conclusion. The location of the skin cancer surgery has not been provided. We can therefore not assess, if placement on the forearm was a necessity. In the IFU placement on either thigh or upper arm is recommended. No final conclusion can be drawn as to what has caused the incident.

Event description:
On (B)(6) 2015 a 6 hour mohs surgery removing skin cancer was performed at (B)(6) health foundation, USA. An unknown generator and a prewired dispersive electrode (megadyne 0855c) was used. The patient was described as slim with dry itchy skin with no hair. The questionnaire also stated that the patient suffered skin cancer. The patient was lying in the supine position. The patient skin was not cleaned, not shaven, not dried, not disinfected and no ointment had been used. The dispersive electrode was placed on the left forearm. It was reported that no hair was underneath the electrode at the placement site and the electrode was adhering well to the patient skin. When the hospital personnel started to remove the electrode after the procedure, they were not able to do so completely as the patient's skin had already torn in multiple areas. The pad had to be cut with scissors and the top strip of the grounding pad with the green tab was left in place. "We tried adhesive remover, warm water, and vaseline, to no avail. (...) I called the patient and the stated the adhesive did not come off until 5 days later." The size of the injury was described as multiple interrupted tears in the skin. The treatment of the skin was performed with vaseline and band aids placed on the tears.